Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the flashing front panel due to faulty turret motor. As the no image issue was not confirmed, it is not possible to determine the cause. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the visera pro xenon light source front panel flashes and image fail to appear. The event occurred during preparation for use, prior to therapeutic procedure and the same device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the front panel flashing was confirmed; however, the no image issue was not. In addition, a rear foot screw removed and a slow high brightness motor operation were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.